Manufacturer narrative:
Added product model number and serial number. User facility reference number mw5059822. The user facility repaired the device.

Event description:
It was reported by user facility medwatch that the device has a broken protector shield around the lever to raise and or lower the side rail. This resulted in sharp edges being exposed to the operator of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by user facility medwatch that the device has a broken protector shield around the lever to raise and or lower the side rail. This resulted in sharp edges being exposed to the operator of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.